Manufacturer narrative:
The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a proximal left anterior descending (lad) artery. On (B)(6) 2020, patient developed myocardial infarction in the lad and underwent percutaneous coronary angioplasty. After on (B)(6) 2021, patient changed to single antiplatelet therapy (sapt) because the follow up coronary angiogram (cag) did not show significant stenosis, and patient was referred to another hospital. Then on (B)(6) 2021, the patient was re-hospitalized due to st-elevated myocardial infarction, and via an emergency cag, it was confirmed there was in-stent thrombosis in the stent of the lad. Additionally, via optical coherence tomography, it was noted that there was stent malposition. Revascularization was performed to treat the thrombosis. No additional information was provided.

Manufacturer narrative:
D4: the UDI is unknown because the part number and lot number was not provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effect of myocardial infarction and thrombosis/thrombus are listed in the xience v everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. The investigation was unable to determine a conclusive cause for the reported patient-device incompatibility. Additionally, a conclusive cause for the reported patient effects, and their relationship to the product, if any, cannot be determined; however, the subsequent treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.